Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that no external power events were recorded. Log file analysis showed two no external power events on (B)(6) 2022 at 21:01 and (B)(6) 2022 at 9:51. These events were caused by power to the mobile power unit being briefly interrupted. The emergency backup battery (ebb) was used to support the system and motor function was not affected. Power was restored to the mpu and the alarm condition resolved. Another no external power was recorded on (B)(6) 2022 which appeared to be due to the patient attempting to switch power sources from the power module to the battery, then back to the power module. The ebb supported the system during this event and motor function was not affected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 57 days (23jan2022 ¿ 22mar2022 per timestamp). A no external power alarm was active on 02feb2022 at 21:01:27. This alarm occurred while connected to the mobile power unit (mpu) and appears to be caused by a loss of a/c power. The backup battery provided power to the system during these events. The alarms cleared once power was restored. Pump operation was not affected. There were no other notable alarms. No external power events were also active on 21mar2022 from 09:51:00 ¿ 09:51:53. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarm cleared when power was restored to the controller. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, the cause of the no external power event was identified, if the mpu was exchanged/ removed from service, and if the mpu would be returned for evaluation. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.